Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. It was reported that the abnormal overheating of the device cause a burn on the patient. Components in use listed as concomitant are devices are: gd450m / micro-line straight hdpc 1:1 f/2.35x70mm (2). Ga173 / micro flexible cable 2.3m (2). All med watch submissions related to this report are: 2916714-2016-01037, 2916714-2016-01038.

Manufacturer narrative:
Investigation: the hand piece was analyzed by ats. The last repair was carried out in october 2016. During a functional test no deviation could be recognized and no significant heating occurred. Start temperature 23,5°c. Temperature after 3 minutes (18.000 r/m) 25,4°c (41°c max. Allowed). Batch history review: a review of the device quality and manufacturing history records was not possible because the device is a purchased part. Conclusion and root cause: no deviations could be detected, the product is according to our specifications. Rational: most likely the burning of the patient was caused by the hand piece (gd450m - notification: (B)(4). Corrective action: according to sop (B)(4) a CAPA is not necessary.